Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had their scs system explanted at an unknown time for an unknown reason.